Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 569 mg/dl while wearing the pod longer than 48 hours. Patient reported the pod was leaking and adhesive was not secure, but she continued to wear the pod in hospital. Patient was treated with insulin intravenously (humalog, 6 units), sodium chloride (0.9% bolus and 1000ml) and lactated ringers (1ml bolus); x-rays and lab testing was also done, as well as an electrocardiogram. The patient was released the following day.